Event description:
It was reported that the pt died while in recovery, after a deep brain stimulator implant surgery. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.